Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized with a blood glucose (bg) level of 414 mg/dl and high ketones; cause was not known. Prior to going to the ER, a correction bolus was delivered via the pump and the pump supplies were changed to address the bg level. In the hospital, the customer was treated with intravenous fluids of insulin and saline. System check with technical support confirmed the pump was functioning as intended. At the time of the report, customer has not been released from the hospital declined follow up contact from technical support.